Event description:
This report summarizes 2 malfunction events in which the device had a component detach. - 1 event had no patient involvement; no patient impact. - 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 2 previously reported events are included in this follow-up record. Product return status 2 devices were received.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device had a component detach. 1 event had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h10. 1 event was originally reported for this failure mode during the reporting quarter. 1 event was inadvertently excluded. 2 reported events are included in this follow-up record. Product return status: 1 device was received. 1 device investigation type has not yet been determined. Event confirmation status: 1 reported event was not confirmed. Evaluation results: 1 device had no problem found.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 1 event was reported for this quarter. Product return status: 1 device investigation type has not yet been determined. Additional information: 1 device was not labeled for single-use. 1 device was not reprocessed or reused.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device had a component detach. 1 event had patient involvement; no patient impact.